Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4) event occurred in turkey. The patient experienced a bent cannula, which led to a high blood glucose event and an insulin flow block on (B)(6) 2026. The event lasted for one to two hours. The patient was treated with an insulin pen. The infusion set had been in use for one day, and the infusion site was located on the arm. No further information is available.